Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was failure in drawer 3.1. A field service engineer replaced drawer board, retractor band, and t board to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not powering on. The customer mentioned they experienced a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.